Event description:
Device malfunction: none. Symptoms/ae: superficial skin infection. Time of symptoms/ae: after vessel closure. It was reported that following a diagnostic procedure the pt developed a superficial skin infection that was treated for a week with antibiotics. The infection site showed a small improvement. The pt is being sent for CT scan and surgical consultation. There were no other reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.